Event description:
Customer reports the plunger is damaged and there was missing segments in display making the display illegible. Problems found after patient use. No injury or medical intervention. No additional information.

Manufacturer narrative:
A request was made for the return of the device for evaluation. If it is returned and evaluated, a follow-up report will be submitted.